Manufacturer narrative:
Additional information provided in b5 and h6. While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0180008 is no longer considered reportable, please disregard mdrs associated with it.

Event description:
Event occurred during testing of the unit and there was no patient involved.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed high pressure. No patient involvement reported.